Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/25/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent an abdominal wall closure procedure on unknown date between 04/07/2010 and 10/19/2012, and the suture was used to close the abdominal fascia after midline laparotomy. Following the procedure, the patient possibly experienced wound dehiscence and superficial or deep surgical site infection. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it has been reported already.